Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient was adjusting stimulation yesterday and a power on reset (por) message popped up. The patient was redirected to contact their hcp. No further patient complications are anticipated or expected as a result of this event.